Event description:
It was reported the patient¿s stimulator would not turn off, starting three days prior to call. It was noted the patient still felt stimulation when the programmer showed the stimulator was off. It was reported the patient had intermittent tingling over the stimulator site. It was noted the patient had no falls or trauma associated with the event. It was reported the patient felt stimulation when it was off and at zero volts. It was noted the patient was able to turn stimulation off the night prior to report, but they had stimulation the morning of the call.

Manufacturer narrative:
Concomitant products: product ID 389033, lot# j0306693v, implanted: (B)(6) 2003, product type lead; product ID 3550-09, lot# lb1881, implanted: (B)(6) 2003, product type accessory; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 74001, lot# n316422, implanted: (B)(6) 2012, product type adapter. (B)(4).

Event description:
It was reported the manufacturer representative never saw the patient, but spoke to their healthcare provider over the phone. It was noted there was no malfunction and the patient needed education on the device usage. It was reported the patient was going to have additional tests performed unrelated to their therapy.